Event description:
It was reported in an article in neuroradiology that (B)(4) patients underwent mechanical thrombectomy with the retrieval devices to treat cerebral arteries occlusions. (B)(4) reports of severe intracerebral hemorrhage (ich), (B)(4) had a slight hemorrhagic transformation of the cerebral infarction and (B)(4) cases that resulted in decompressive surgeries because of the retriever's failure and space occupying infarction. The patients underwent treatment between 2006 and 2009, it was not possible to identify the number of patients involved in the reported adverse events.

Event description:
It was reported in an article in neuroradiology that 60 patients underwent mechanical thrombectomy with the retrieval devices to treat cerebral arteries occlusions. A 17 reports of severe intracerebral hemorrhage (ich), 16 had a slight hemorrhagic transformation of the cerebral infarction and 10 cases that resulted in decompressive surgeries because of the retriever's failure and space occupying infarction. The patients underwent treatment between 2006 and 2009, it was not possible to identify the number of patients involved in the reported adverse events.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Complaint source - literature: monika killer-oberpfalzer et al. J neuroradiology (austria) e-pub. July 2012. PMA/510(k)# - k082034; k090085 and k081305. The device is not available to the manufacturer.